Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 51 year old male patient presenting with cardiomyopathy. Damage to the patient's iliac artery was endured upon insertion of the dilator, used to insert the 14 fr introducer. A balloon tamponade was deployed, a stent was placed, and blood products were delivered.